Manufacturer narrative:
This report is filed october 30, 2015.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. X-ray confirmed the device to be extracochlear, leading to the decision to explant the device. The device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.